Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device failed to discharge at 50 joules via paddles during a pt event. There was no negative pt impact.